Manufacturer narrative:
Product analysis: analysis could not confirm the reported event. The main printed circuit board was replaced as a preventive. Both wires on the display were pinched but not compromised, wires were routed incorrectly over the battery compartment. The lower case was broken. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with third degree heart block. After pacing the patient for approximately seven hours, the external pulse generator (epg) reportedly shut off without prompt. The patient went into asystole, and the slow, intrinsic heart rate took over. The epg was powered back on and continued pacing, without issue, until the following morning, when it was changed out with another epg, as a preventative measure. It was noted that the issue could not be reproduced by the facility's biomedical engineering department. The epg was returned for service. No further patient complications have been reported as a result of this event.